Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that during cartridge loading, when the air removal step was performed, the customer was able to remove more air than expected. Tandem technical support educated customer on proper air removal technique. Customer reloaded the same cartridge successfully onto the pump. There was no reported impact to the customer's blood glucose level.